Event description:
During evaluation of a returned homechoice machine, two increased intra-peritoneal volume (iipv) events were identified which occurred in the therapy initiated on (B)(6) 2012 20:50:56. During night drain cycle four, the patient's ultrafiltration reading was 2480ml, indicating the home patient (hp) drained 2480ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The assignable cause was undetermined. The therapy log indicates that drain cycle three was bypassed during the therapy, but it is unknown what alarm was bypassed since the event log for this therapy was not available. If any additional information is received, a follow-up will be sent.